Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported the patient stated that the stimulator once again seemed to have itself off. He noticed his pain was back and then he checked with his patient programmer and the stimulator was off. Patient stated he turned it back on and will be calling pss.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that he walked past the metal detector at the court house (pt stated about 5 feet distance) and all of his programs went to 0.0 amplitude. Pt was able to increase them back but it caused him a lot of discomfort. Pt stated without stimulation his pain levels are unbearable. Pt stated they tried to manually scan the ins with a wand and the amplitude decreased on all programs again to 0.0. Pt stated this has happened before since july 2021 and he has reported this to his rep - his hcp and to medtronic patient services. Pt stated he wants something to be done about this and he is sick of dealing with this as he relies on therapy for pain relief. Pss suggested pt connect with his hcp and request to have the ins checked. Pss is sending a message to the field rep about his repeated calls. - pt mentioned that if his ins battery gets down to 50% battery level he has to increase the amplitude because his therapy benefit goes down as the battery discharges in the ins. Pt clarified that his settings to not help if the battery goes to 50% or below.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) (B)(6) found that the ins was functionally okay and there were no significant anomalies. H6: the conclusion code d16 no longer applies. The results code c21 no longer applies. The method code b21 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a mdt rep on (B)(6). Caller reports patient continues to report stimulation turning off. Caller is not with patient. Caller reports patient was advised to call her. Patient was advised to do a detail diary at home and bring the recharger to the next office appointment to look at recharging statistic.

Event description:
Pt called back from number registered re-reporting information previously documented in this case. Pt said they were told by their rep kerri to call and report when their ins turns off. Pt said it turned off last night and pt said they were between 1/2 to 1/4 battery power (pt said they usually don't let it get below 1/2). Pt said when they got to 1/2, they were able to turn their stimulation back on. Pt said sometime between 1/2 and 3/4 was when their intensity got to where it should have been. Pt mentioned that they had a full factory reset last july and their hcp said they had never seen that happen before. Pt said they went to the ER physician and they told the pt they do not handle that kind of stuff and redirected them to wichita or kansas city.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 7/26/22 reporting that the patient's 97713 battery was replaced. The battery was sent to pathology per hospital protocol. The implant battery will be sent in to medtronic for analysis after they are done with it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (manufacturer representative) reports patient has been doing good up until the hip surgery. Caller reports patient has ins for chest wall pain and can feel immediately when stimulation has been turned off. Caller reports once stimulation is turned back on, takes awhile for patient to recover his pain symptoms. Caller reports patient has panic attack when stimulation is turned off. Caller reports patient will be discussing with dr. Treves for possible replacement, no appointment made yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back from number registered re-reporting information previously documented in this case. Pt said their ins had turned off randomly at about 7:45pm last night and the pt's wife noticed it was off around 8pm. Pt said they get highly agitated, and their voice level goes up, then they know to check to see if the ins is on. When they checked, the stimulation was off. Pt said they had last charged 2 days before and the ins was still 3/4th's charged. Pt mentioned that they had already called and left the rep a vm regarding the situation. Pt also inquired about ps hours and what to do in an emergent situation which pss reviewed with pt. Replacement battery planned for (B)(6) 2022. Will plan to send battery in for analysis.

Event description:
Additional information from the patient indicated that that the last couple of days his stimulator has turned off/on by itself. States that his battery was at 75% when it did this. It was noted that the patient is very sensitive to his stimulation. He pretty much knows immediately when it is off as his pain comes back and it is very severe. Patient is very anxious when he is concerned about his device. The rep has troubleshooted this same problem previously and have found nothing to be wrong with his device in the past. Pt called back reporting their ins turned off on its own on april 19th at 9 o'clock and pt was able to turn it back on. It turned off again at 11:30 and pt turned it back on. Pt said their charging level was at 3 quarters per both programmer and recharger. Patient services (ps) how pt knew that ins was off and the said stimulation stopped. Pt then went to use the programmer and saw no lightning bolt. Pt confirmed they did not press the ins off button. Pt said they were not around any emi and only have tv and laptops in the house. Pt had no falls/no trauma, just a hip replacement 28 days ago. Pt then repeated that they had been having issues with the ins turning off. They used cautery and they turned ins off. After the surgery they could not get the ins to work and the rep had to put programs back in the unit. The rep was surprised ins turned off. The rep told pt they reported it. Pt also repeated back in last july ins turned itself off too. Pt was at the family reunion and they had to drug the pt up and send pt to omaha. Pt said the longer ins is off the more pain pt has. Pt notices it fairly quickly when ins is off. At that time the rep was out of town and no other rep could do anything to reprogram it. Pt did not have issues like that with previous implant seven though pt had knee replacements. Pt also said pt told the reps before that at half charge the device goes into a power safe mode and does not put as much in as it does with a full charge. The reps said it was not possible but pt claims this was what device did. Pt said they did not have this problem with previous non rechargeable inss. Pt said pt went through non-rechargeable inss quickly and therefore they wanted pt to go with a rechargeable ins. Pt said hcp does not want to do any surgery on the pt for a couple of months after the hip replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 10, 2022. It was reported that the patient and their hcp decided to replace the patient's battery but no surgery is scheduled at this time. Battery is planned to be returned for analysis and rep will follow up when the replacement is scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient contacted their manufacturer representative on (B)(6) 2021 about the ins turning off. The ins turned off by itself and the patient was finally able to turn the ins back on after 15 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that he noticed that his pain was back and that he just didn't feel quite right. Checked his stimulator with his patient programmer and it showed that it was off. He states that he did not turn it off and that he never turns it off and lets runs it for twenty four hours a day. He states that he keeps all electronics away from his equipment. He turned the stimulator back and it seems to be staying on now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.